Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert and unexpected alarm noted. Pump received with cracked battery tube thread, corroded battery tube, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 23mg/dl. The caller also reported unexpected restart and damage on pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. The product was not returned for analysis.